Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient's contact reported during drain 6 of 6 the treatment was cancelled as they felt the cycler was pulling too much fluid. The treatment records were reviewed and the cycler appeared to be functioning as designed. However, while removing the cassette the patient contact found that fluid was leaking from the cassette. The patient contact was advised to inform the patient's nurse. The cassette was discarded. During follow up the patient reported she did not have any adverse event associated with the leak event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.